Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 35 mg/dl, was "was un aware of [their] surroundings" and "slept in until 2pm and couldn't wake up". Low bg cause was not known. Customer "called ambulance once able to", consumed carbohydrates to address the issue and went to the emergency room. Customer was treated with a "glucose drink" and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.